Event description:
Home patient reported leak in patient line of homechoice set. Noted during drain 1/4 of apd therapy. While noting leak, hp was in contact with baxter's technical service center for alternate issue. Technician advised hp to discontinue current therapy and resume with new supplies. Follow up with hp indicated therapy was discontinued at that time, however, hp stated they did not resume therapy. No patient injury or medical intervention per rn.